Event description:
It was reported that the rf wand was not working with this console. There was not case delay or medical intervention.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.